Event description:
It was reported that 9 days after the recovery filter was placed, it was removed with two of the arms missing. 2 days after filter implant, the pt presented with diarrhea and an abdominal x-ray was done. The filter was seen on x-ray with 2 arms missing on filter. One was noted in right ventricle which migrated to lung.

Manufacturer narrative:
The device history records were reviewed, with special attention to the raw materials, the subassemblies, the manufacturing process, and the quality control testing. This lot met all release criteria. This was the first event reported for this lot number to date. The filter was returned for evaluation. It was confirmed that two filter arms had detached. Further information has been requested from the physicians to determine if patient or procedural factors contributed to this event. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: filter fracture. Filter fracture is a known complications of vena cava filters. There have been some reports of embolization of vena cava fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.